Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 (reason not reported); during the same surgery the patient was re implanted with a new device. The device has not been made available for analysis as of the date of this report, december 22, 2014.

Manufacturer narrative:
Per the clinic, the patient was explanted due to discomfort with device use. This report filed april 28, 2015.